Event description:
It was reported that in one stored episode from approximately three months earlier, this right ventricular (rv) lead exhibited non-physiological noise which was oversensed resulting in rv pacing inhibition with asystole of approximately four seconds in duration. The noise was noted to be on the rv rate and sense channel only and there were no impedances changes observed. It was indicated that there were no other similar stored episodes. Boston scientific technical services (ts) stated that the noise could be from an external source or it could be related to a rv lead problem. Ts provided guidance to check to see if the patient recalled what was happening during the episode. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This correction supplemental report was submitted with a correction to the impact codes table in report section h6.

Event description:
It was reported that in one stored episode from approximately three months earlier, this right ventricular (rv) lead exhibited non-physiological noise which was oversensed resulting in rv pacing inhibition with asystole of approximately four seconds in duration. The noise was noted to be on the rv rate and sense channel only and there were no impedance changes observed. It was indicated that there were no other similar stored episodes. Boston scientific technical services (ts) stated that the noise could be from an external source or it could be related to a rv lead problem. Ts provided guidance to check to see if the patient recalled what was happening during the episode. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.